Manufacturer narrative:
Additional information : h3: device evaluation: lens returned in a microcentrifuge vial; dry with debris on product. Visual inspection found no visible damage to lens and debris on lens. Claim# (B)(4).

Manufacturer narrative:
B4: date of this report in initial MDR 26-jun-2020 is corrected to 25-jun-2020. G4 in initial MDR 26-jun-2020 is corrected to 25-jun-2020. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Secondary surgical intervention, lens explant, cataract surgery. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -4.00/1.0/084 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. Lens opacity was observed on (B)(6) 2020. On (B)(6) 2020, the lens was removed and cataract surgery was performed. Reportedly, "patient is happy." Cause of the event is reported as unknown.